Event description:
It was reported that during a knee arthroscopy the thread almost torn, it was very roughened. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Functional testing was not performed due to damage to the device. Visual evaluation found that the suture is frayed. The most likely cause is attributed to misuse due to user error. Refer to investigation photos.